Event description:
A supplemental report is being submitted based on the additional information received on the 27-mar-2025 indicating that the physician ¿grabbed the body of the stent and not the flap¿.

Manufacturer narrative:
A supplemental report is being submitted based on the additional information received on the 27-mar-2025 indicating that the physician ¿grabbed the body of the stent and not the flap¿. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 15-jan-2025.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the gepd-5-7 device of c2123759 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution gepd-5-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-5-7 of lot number c2123759 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2123759. Instructions for use and/label review: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label . The investigation determined use error for use of snare to adjust the stent placement. As per complaint description "the flap was torn off when an attempt was made to adjust its position by grabbing it with a snare". It is likely that while grabbing the stent with the snare the flap torn off. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the flap was torn off. No health hazard has been reported. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU. The investigation determined use error for use of snare to adjust the stent placement. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Device evaluation: the gepd-5-7 device of c2123759 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Manufacturing records review: prior to distribution gepd-5-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook ireland. A review of the manufacturing records for gepd-5-7 of lot number c2123759 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2123759. Instructions for use and/label review: the japanese packaging insert ((B)(4)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per additional information provided and updated description of event "grabbing the frap" was incorrect and what the physician grabbed was the body of the stent. ` there is no evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to excessive force being applied by the user when introducing the stent into the endoscopic working cap/wire guide locking device causing the damage noted on the flap or becoming caught on the elevator of the scope. Additionally, a possible root cause could be attributed to the stent adjustment method and/or user technique, as per complaint description " when the physician grabbed was the body of the stent." Possibly the flap was damaged. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the flap was torn off. No health hazard has been reported. As per medical advisor "no harm". Investigation findings conclude a possible root cause could be attributed to excessive force being applied by the user when introducing the stent into the endoscopic working cap/wire guide locking device causing the damage noted on the flap or becoming caught on the elevator of the scope. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27 may 2025.

Event description:
Supplemental correction report being submitted to update a code based on additional information received on 10-dec-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when gepd-5-7 was placed in the pancreatic duct, the flap was torn off when an attempt was made to adjust its position by grabbing it with a snare. Since only one gepd 5-7 had been prepared, after removal, it was replaced and implanted with boston scientific/advanix, which was in stock. Patient outcome: no health hazard. Patient/event info - notes: for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. 2 what was the target location for the stent? Pancreatic duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Since it was delivered on the same day, the procedure was managed normally. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* confirming 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown 12 did the patient require any additional procedures as a result of this event? Yes 13 what intervention (if any) was required? After removal of the gepd5-7, a product from another company was placed instead. 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.